Manufacturer narrative:
The correct reason for reoperation is: "extremely irritated and thickened capsule." A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported right side baker grade for the "extremely irritated and thickened capsule," is unspecified. The device was discarded.

Event description:
Healthcare professional reported right side textured to smooth implant exchange. Healthcare professional later reported "extremely irritated and thickened capsule. Multiple capsules with inflammation tissue between very thick 3-5 cm. Stuck to chest wall and into axilla. Concerned with aggressive capsule ." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.